Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in the USA alleging the meter was displaying an error 1 message. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).

Manufacturer narrative:
(B)(4): the meter failed testing, but the error was not reproducible. A secondary issue was found which was unrelated to the complaint, the casing paint was damaged. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.